Event description:
It was reported that this right ventricular (rv) lead was explanted due to high impedance measurements and high pacing thresholds. Another lead was implanted instead. This lead is not expected to be returned for analysis. No further adverse patient effects were reported.